Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent was stretched and bunched across its entire length. The distal end of the stent was stretched over the distal markerband while the proximal end of the stent was still in place. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during withdrawal attempts. The balloon cones profiles were reviewed and the proximal fold of the balloon was partially relaxed and that this is consistent with the stent being pulled slightly distal to the fold.. There is no indication that the balloon wings were subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a corewire kink at the guidewire exit port where the port bond skive is located. This type of damage is consistent with excessive force being applied to the delivery system while attempting to advance the device to a difficult location. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a jr 6fr guide catheter was placed, a non-bsc guide wire crossed the proximal rca. Pre-dilation was performed using a 2.5x12mm non-bsc balloon catheter. Then a 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After several attempts were made to cross the lesion, it was noted that the shaft was kinked during negotiation. The device was then removed from the patient. The procedure was not completed due to another reason. No complications were reported and the patient&#62688;status was stable. However, returned device analysis revealed stent damage.